Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a j pouch, the stapler was fired in normal fashion but no staples were delivered and the rectum was wide open. Patient was injured and an ileostomy was required. No tissue loss. Tissue damage corrected with suture. No blood loss. Surgical time was not delayed by more than 30 minutes. Nothing fell in the patient's cavity. No reinforcement used. Patient current status is recovering.